Event description:
It was reported the device turns off immediately when the battery is removed rather than staying on for 15 seconds. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, the heart wire contacts were contaminated, one side bail was missing, the ring was missing and the keyboard pad was contaminated. Further analysis was performed on the main pcb. This analysis found that the device battery removal test failure was due to a capacitor component failure. (B)(4).